Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during drain 1 of treatment and decided to cancel treatment. While attempting to cancel treatment a watchdog alarm came on. The patient hard rebooted the cycler and found fluid inside cassette door. Fluid was seen inside the cassette door, in the pump module area and on the external of the cassette. Fluid leaked from front of the cassette the patient was connected during the incident and the cycler was not re-setup with new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated during drain 1 the cycler prompted with an m31 air detected in cassette warning and the patient cancelled treatment. The cycler prompted with a watchdog alarm during cancellation, and upon opening the cassette door, fluid was found leaking from the front of the cassette. Fluid was also found in the pump module area and on the external of the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Per pdrn the patient was provided antibiotics as a result of the fluid leak (cephalexin, oral route, 500mg, 4 days). The pdrn stated the patient reverted to manuals to complete the remaining treatment on the night of the reported event and allowed for the cycler to dry out. Per pdrn the patient has remained asymptomatic. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with an m31 air detected in cassette warning during drain 1 of treatment and decided to cancel treatment. While attempting to cancel treatment a watchdog alarm came on. The patient hard rebooted the cycler and found fluid inside cassette door. Fluid was seen inside the cassette door, in the pump module area and on the external of the cassette. Fluid leaked from front of the cassette the patient was connected during the incident and the cycler was not re-setup with new supplies. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated during drain 1 the cycler prompted with an m31 air detected in cassette warning and the patient cancelled treatment. The cycler prompted with a watchdog alarm during cancellation, and upon opening the cassette door, fluid was found leaking from the front of the cassette. Fluid was also found in the pump module area and on the external of the cassette. The cause of the fluid leak from the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Per pdrn the patient was provided antibiotics as a result of the fluid leak (cephalexin, oral route, 500mg, 4 days). The pdrn stated the patient reverted to manuals to complete the remaining treatment on the night of the reported event and allowed for the cycler to dry out. Per pdrn the patient has remained asymptomatic. The pdrn stated the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.